Manufacturer narrative:
The console (aic) was returned for evaluation. Upon evaluation of the console, the persistent battery failure was not due to a disengaged battery switch. Once the console was booted, the alarm was consistent with the reported failure alarm. After visually inspecting the batteries and pbm, it was observed one of the batteries leds was completely blank. Therefore, the battery failure alarm was due to a defective battery. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) exhibited a battery failure. A loaner was sent to the customer, no report of patient involvement.